Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on october 1, 2020, during an unknown surgery, the screws were finally tightened when the screw head part of the thread broke off. The correction key became deformed as well. The surgeon removed and replaced the 2 screws, inserted a rod and new innies, then tightened them. Procedure was successfully completed without surgical delay. There was no patient harm/consequences. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown ). Unknown rods (part# unknown, lot# unknown, quantity unknown ). Unknown tightener (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.5 7.0 x 55mm . This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. D11: concomitant products. H3, h4, h6: device history lot. The DHR of product code 199723755s, lot 277256, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on april 22, 2020. Qty. (B)(4). The DHR was electronically reviewed. H6: investigation summary, background: 11/09/2020: updated ed: it was reported that on (B)(6)2020, during surgery with expedium verse the screws were final tightened and then the screw head respectively part of the thread broke of as well as correction key was deformed. Following the incident respectively the breaking of the screw tab and the innies, the surgeon removed and then replaced these 2 screws with new ones, inserted a rod and new innies, tightened them. Procedure was successfully completed without surgical delay. There was no patient harm/consequences. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown ). Unknown rods (part# unknown, lot# unknown, quantity unknown ). This complaint involves six (6) devices. Investigation flow: damage. Visual inspection: 5.5 exp verse fen scr 7.0x55 (part. No: 199723755, lot. No: 277256, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that one of the reduction tabs was broken but not properly as intended. It is also observed that one of the threads of the left-over reduction tab got peeled off. There was some dry bone cement left inside the cannulated screw. Thus, the complaint is being confirmed. Device failure/ defect was found. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to the post manufacturing damage and geometry of the device design. Documentation/ specification review: the following drawing(s) was reviewed. Expedium verse 5.5 system fenestrated screw assembly: dwg-887046745 rev. B no design issues or discrepancies were found during this investigation. Complaint was confirmed. Conclusion: the complaint is being confirmed for 5.5 exp verse fen scr 7.0x55 (part. No: 199723755, lot. No: 277256) as the one of the reduction tabs of the received screw got broken. While a definitive root cause cannot be determined, it is possible that the tab of the screw might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1-d4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event description. H3, h6: investigation summary: investigation conclusion: complaint summary: during surgery with expedium verse the screws were final tightened and then the screw head respectively part of the thread broke of as well as correction key was deformed. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows the broken distal tip within the screw head. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. The DHR of product code 199723755s, lot 277256, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on april 22, 2020. Qty. 249 the DHR was electronically reviewed. The DHR of product code 199723755s, lot 277256, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on april 22, 2020. Qty. 249 the DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information this complaint involves three (3) devices.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments the image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the threads of the correction stripped. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown surgery, the screws were finally tightened when the screw head part of the thread broke off. The correction key became deformed as well. No further information or patient consequence was reported. Unknown tightener (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) unknown screw. This is report 1 of 2 for (B)(4).